Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.